Event description:
Clinic notes were received indicating that the vns patient had been experiencing an increase in seizures for a couple of weeks. The patient was referred for surgery but no known surgical interventions have occurred to date. It was noted that the patient¿s device had been effective in controlling the patient¿s seizures. A battery life calculation using the available programming history showed approximately 1.9 years remaining.

Event description:
The patient¿s generator was replaced on (B)(6) 2015. The physician believes this will resolve the patient¿s increased seizures. The increase in seizures is below her pre-vns baseline. The physician did not provide any additional information.